Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue was most likely patient condition related.

Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella 5.5 was unable to pass through the vasculature, encountering resistance at the innominate artery. The case was aborted due to patient's anatomy.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.